Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 512 was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that service induced a failure code 199, which cleared the event history log. The device then powered on with a damaged battery alarm, which quality engineering states will confirm the condition. The root cause of this condition was determined to be depleted main batteries. The main batteries and harness were replaced to correct this condition. Additional information: a device history review revealed no abnormalities were found during manufacturing. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with failure code 512. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 5.09.90 - remediated colleague 2006.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.